Event description:
It was reported that the lightsource displays an e1 error message. It was further reported, that the unit began giving the error message on friday (B)(6), though not during a case.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.